Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10 h4: the lot was manufactured between august 14, 2023 - august 15, 2023. H10: seven actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples, and the flow rates were found to be within the product specification range. The folfusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) large volume folfusors underinfused; further described as "did not drain". This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.